Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-00152 section h. Box 6. Device code 1. Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 03/06/2020: section b. Box 5. Describe event or problem. Please note that the device associated with this complaint was expected to be returned; however, additional information could not be obtained regarding the device return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a posterior circulation - basilar bifurcation using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician placed four smart coils. It was reported the next smart coil stretched and unraveled; therefore, the physician decided to stop coiling. The procedure ended at this point. There was no adverse effect to the patient. No additional information is available.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a posterior circulation - basilar bifurcation using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician placed four smart coils. It was reported the next smart coil stretched and unraveled; therefore, the physician decided to stop coiling. The procedure ended at this point. There was no adverse effect to the patient.